Event description:
The lay user/pt contacted lifescan (lfs) another country on 2/14/07 and alleged that his one touch ultra meter was counting down, but then the battery indicator would come up on the display and then the meter would shut off. The pt reported that this issue started two days ealier at 3:30 pm. He provided a result of 8.4mmol/l from a test performed (time not specified) prior to the onset of the meter issue. He had had his normal dinner that evening and taken his 22 units of novarapid insulin and the 38 units of lantus. The pt further reported that around midnight on the same day, the pt passed out. The pt denied sympoms prior to passing out. His wife called the ambulance which arrived at 12:30am (the next day) and was taken to the hosp. Prior to the paramedics called; the wife did not administer any treatment or attempted to test the pt on the second meter. The pt was taken to the hosp and was given a glucose strip in the hosp. He felt better ? Hr after that. The pt nor his wife recalls the result on the ambulance/hosp meters. The pt came home around 3:30am and did not take any further medications until the morning when he carried on as normal with his insulin regimen. He had been feeling fine all week although he had not tested on the subject meter since the date of event. At the time of troubleshooting, it was verified that this was not a new product. However, it was discovered that the pt had never changed the battery in the meter (use error). This complaint is reported because the pt alleges he was not able to test on the meter due to the issue earlier the day he passed out and was treated for hypoglycemia at the hosp. The pt had never changed the battery in the meter (use error). A replacement meter was sent to the lay user/pt.